Event description:
It was reported that it was impossible to advance the spring wire guide (swg) through the introducer needle due to lumen size. Needle lumen appears constricted and non-flush with plastic sleeve. Needle had to be removed from pt and a second radial approach attempted with new kit. Risks include swg may be damaged through force if user continues to attempt procedure, and radial artery spasm. Considerable disruption to procedure was reported.